Manufacturer narrative:
The investigation into the saturated flow issue has been completed since the original report was filed. The pump was returned and tested after arriving in fs. Visually inspected and biomaterial ingestion over the purge gap was observed. The cause of the saturated flow issue was due to gradual biomaterial ingestion over purge gap per field investigation and log review.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 36-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The us complainant had a 5.5 delivered for support of a younger patient being treated for cgs (cardiogenic shock) and cardiomyopathy. The pump was placed but after 2 weeks the pump was removed due to saturated flows. The pump was removed and patient placed on bi-v centrimag.